Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) on the homechoice (hc) unit during drain 4 of 4. The home patient (hp) had disconnected and then reconnected. The hp would call the nurse. The proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. On (B)(6) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated that the home patient is doing fine and has been able to continue therapy. The nurse stated that proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 4 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).